Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tubes, the device experienced underfilling of the tubes with blood. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: this is a report about underfilled tubes. According to the customer's report, some tubes didn't draw enough blood due to a lack of pressure therein.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples were functionally tested and the customer's indicated failure mode of underfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tubes, the device experienced underfilling of the tubes with blood. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: this is a report about underfilled tubes. According to the customer's report, some tubes didn't draw enough blood due to a lack of pressure therein.